Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. Incoming inspection report of the cannula which used for this lot, and all test results meet the specification. Inspected 7pcs retention parts cannula angle, cannula appearance and cannula pull force. All results passed. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode based on the investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the bd pen needle experienced a cannula that broke off. The following information was provided by the initial reporter: the dealer said that the needle was broken during using, and the needle could not be found in the hospital for treatment.